Manufacturer narrative:
No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. The file has been opened from a literature report: hypopyon and vision loss after initially complication-free cataract surgery. The study indicated that the antibiogram revealed positivity for serratia marcescens, a gram-negative bacillus of the family of enterobacteriaceae. S. Marcescens is implicated as a cause of nosocomial infections and is often associated with an immunocompromised status, indwelling catheters, or systemic illness. It is a rare cause of endophthalmitis and is only described in small case series. In addition, the patient was under therapy with insulin for type 2 diabetes mellitus, which has a significantly higher risk for tass development. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: hypopyon and vision loss after initially complication-free cataract surgery, monatsbl augenheilkd 2024;241,367-368. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported in a literature article that a 71-year-old man was referred for cataract surgery in the right eye, after an initial improvement of visual acuity to 20/32 od post-surgery, the patient experienced a painless decrease in vision. By 7 days post-op, visual acuity dropped to counting fingers. Examination showed anterior chamber cells, keratic precipitates, corneal edema, fibrin formation, and a 2-mm hypopyon. B-scan echography indicated vitritis. A vitrectomy with cephalosporin antibiotics irrigation was performed 3 hours after presentation, followed by an intracameral injection of cephalosporin antibiotics. Despite this, hypopyon and fibrin formation increased the next day, necessitating an intravitreal injection of aminoglycoside and glycopeptide antibiotics. Two days post-vitrectomy, the cornea exhibited complete erosion, endothelial decompensation, and significant anterior chamber haze. The antibiogram identified serratia marcescens, a gram-negative bacillus, resistant to cephalosporin antibiotics . S. Marcescens is linked to nosocomial infections, particularly in immunocompromised patients, and is a rare cause of endophthalmitis with poor visual outcomes. Literature citation: hypopyon and vision loss after initially complication-free cataract surgery, monatsbl augenheilkd 2024;241,367-368.